Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer experienced a blood glucose (bg) level that was "high" (specific value was not provided). Customer gave a manual injection to address bg level. System check was performed by tandem technical support and no issues were identified. Reportedly, customer used existing pump supplies and resumed insulin delivery. Customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.